Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. (B)(4). The device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) states ¿complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to, endoleak, aortic rupture, and death.¿

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of a thoracic aortic aneurysm rupture using two gore® tag® conformable thoracic stent grafts with active control system. After all devices were implanted, procedural angiography reportedly revealed a lack of circumferential apposition, or ¿bird beak¿, at the distal end of the 40mm x 20cm gore® tag® device. According to the report, there was no obvious endoleak, so the physician decided to close the access site. After closure, it was reported the patient¿s vital signs suddenly decreased upon the physician¿s attempt to extubate the patient. Re-rupture of the aneurysm was suspected, and the physician attempted to implant an additional stent graft distally as treatment. During the secondary procedure, guidewire reportedly would not pass through a 40mm x 15cm gore® tag® device. The device was removed, and another gore® tag® device was used to complete the procedure. The device was implanted to just above the superficial mesenteric artery, and intentionally covered the celiac artery. The bird beak and rupture were reportedly resolved, and the patient tolerated the procedure. On the same day, the patient expired. According to the report, the patient was unable to recover from the effects of the aneurysm rupture. The physician suspected that a type ib endoleak may have contributed to the aneurysm re-rupture. However, the suspected type ib endoleak was not obviously observed during either the initial or second thoracic endovascular procedure.